Manufacturer narrative:
Additional information: literature citation: blikkendall, mathijs d., tjalina w. O. Hamerlynck, miriam m. F. Hanstede, frank wilem jansen, benedictus c. Schoot (2013). An alternative approach for removal of placental remnants: hysteroscopic morcellation. The journal of minimally invasive gynecology (2013) 20, 796-802. (B)(4).

Event description:
During a literature review, the following information was presented: during a hysteroscopic procedure using a truclear operative hysteroscope 8.0 to remove placental remnants, an anatomical perforation occurred in the patient. The perforation was not related to the hysteroscopic morcellation procedure, but occurred during attempts to dilate the cervix.